Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported cerebrovascular accident could not be conclusively determined.

Event description:
Related manufacturing reference: 3005334138-2020-00074, 2182269-2020-00023, 3008452825-2020-00121. Following an ablation procedure a cerebral vascular accident (cva) occurred. Approximately 5 hours following the procedure the patient was experiencing abnormal fatigue and difficulty gripping on the left side. Imaging was performed and an embolism was observed. The embolism was aspirated via interventional radiology. One week post-procedure the patient was still experiencing facial drooping, difficulty swallowing and drooling while speaking. The patient did not have history of cva, all acts were kept above 300 during the procedure, and pre-operative intracardiac echocardiography was performed to rule out thrombosis. There were no performance issues with any abbott device.